Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed, and the cause appears to be associated with use of the device. One 5 fr t/l powerpicc provena was returned for investigation. The catheter exhibited evidence of use. The t/l tubing extended 42.3cm from the distal end of the trifurcation. Tape residue was observed on the extension legs, trifurcation, and t/l tubing between the trifurcation and the 2cm depth mark. A 3mm longitudinal split was observed in the catheter between the 1 and 2 cm depth marks. A microscopic examination revealed that the adjoining surfaces of the split tubing were smooth and granular. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen with the white luer adaptor (non-power injectable) was infused with water. It is unknown if this lumen was inadvertently used for a power injection. The IFU warns, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the wall thickness around the lumen with the white luer adaptor was found to be within specification. The IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ a lot history review (lhr) of rebq2128 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the PICC began leaking, it was noted that the there appeared to be a split in the catheter on the white lumen at the 2cm mark. No injury to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebq2128 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the PICC began leaking, it was noted that the there appeared to be a split in the catheter on the white lumen at the 2cm mark. No injury to the patient.